Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation during a case. The unit was replaced and case completed. There was no patient injury.

Manufacturer narrative:
Block a: no patient information provided after calls to customer (B)(6)2022.